Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explant devices have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.